Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pkk129, and no non-conformance's were identified. Investigation summary: one photo was provided for analysis. Upon visual inspection of the picture, two parked needle-sutures on foam park of product code eh7980 could be observed. However; no conclusion could be reach as the sample was not returned for analysis. Additional information was requested and the following was obtained: it was reported: "surgeon realized that usp of suture eh7980g he used to use was bigger than normally." Please clarify how much is "bigger" the diameter of suture. Details on diameter not available at this time.

Event description:
It was reported that a patient underwent a trabeculectomy on (B)(6) 2020 and suture was used. During the procedure, when closing the conjunctiva, the surgeon realized the usp of suture he used to use was bigger than normal. Another like device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.